Event description:
Medtronic received information regarding an imaging system being used for testing outside of a procedure. It was reported that the system was giving a door open message when the door was closed.

Manufacturer narrative:
Concomitant medical products: product ID: bi70002000-g30. A medtronic representative went to the site to test the equipment. Testing revealed that the door open position was slightly misaligned. Using ratchet/ rotor pin the rotor position was realigned. The system motions were invalidated/ rehomed. Door function restored to normal operation. Physical inspection of door/ rotor assemblies did not reveal any abnormal findings. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.